Event description:
Company received medwatch report indicating the max-a adhesive sensor was providing 100% o2 saturation while the pt had already expired. The sensor was in use with another company's pulse oximetry setup.

Manufacturer narrative:
The philips' engineer performed investigation of the sensor/oximeter setup and could not duplicate the high reading. The engineer stated that there is "nothing wrong with the monitor and sensor". Company has requested the max-a sensor be returned for failure investigation.